Event description:
The customer reported that drive support cap was loose, and he has pushed it back in. The customer stated that she ended having a low episode. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a protruded/loose drive support disk, scratched display window and cracked case at the display window corner. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.